Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported there was an eri message on the clinician programmer. The caller inquired why the implant was at eri after just over 2 years of use. Technical services ran a longevity check: 4.2 volts 60pw 125hz 600 ohms 2.43 years eri, 2.68 eos at 1000 ohms, 3.42 eri, 3.67 eos the caller said she did not run impedances on the day of the call and there was no history. No symptoms or complications were reported or anticipated.